Manufacturer narrative:
The abacus database revealed that this facility has two templates for stock formulas for neonatal pt types; stock tpn solution and uac neonatal solution. The fluids and their associated volumes on these templates are locked and cannot be changed during the order entry process. In addition, this facility has created two pts within abacus called 'stock tpn' and 'uac solution' and assigned them to the neonatal pt type. The customer states that the pharmacist, who entered the subject order, selected the correct pt, uac solution, but then mistakenly selected the stock tpn solution template instead of the uac neonatal solution template. The abacus formula label and bag label for the subject order indicated that the contents of the bag contained the fluids and volumes associated with the stock tpn solution template. However, this was not identified until infusion. Based on an eval of the documentation associated with this event, it was concluded that the abacus software performed as designed and produced the solution as ordered. To prevent recurrence of this incident, the facility worked with baxa technical support to create two new pt types; stock tpn soln and uac neonatal soln. The appropriate templates and pts were linked to these new pt types. Now when then staff is required to make one of these solutions, the pharmacist will select the 'stock tpn' or 'uac solution' pt, and only the appropriate template will be available for the order.

Event description:
On (B)(6) 2009, baxa was notified by the customer of a pt involved incident using the abacus v2.0 tpn calculating software for uac solutions. These solutions are used to help keep umbilical artery catheter lines open and functioning. This facility's uac solutions contain trophamine, sterile water for injection, sodium acetate and heparin. It was reported that this pt received a bag containing an incorrect solution (trophamine, sterile water for injection, dextrose 70%, calcium gluconate and heparin). During infusion, the umbilical artery line became clotted because there was not enough heparin in the solution. The nursing staff identified the incorrect solution and terminated the infusion. Blood sugars taken from the line were 600 plus, but the blood sugars from this pt's heel stick indicated 84. The pt was given a new IV line and uac solution. The pt's current status is stable with no apparent long-term injury or illness resulting from this case.